Manufacturer narrative:
Initial and final MDR (B)(6) -device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that on 26-mar-2024, the patient experienced that three infusion sets in the last two months got 4-5 days they fall off or not comfortable. Also, had itching at the site and getting infected feeling. No further information was available.